Event description:
It was reported that while the physician was doing a battery replacement he did an intra-operative impedance check and there were "open" values on contact #7. The physician "released" the set screw, removed the adaptor at the connection of the device, wiped the contacts of the adaptor, inserted it again, and there were "open" values across all contacts. The entire adaptor was removed and replaced with a new one. Intra-operative interrogation indicated resolution of the impedance and connection issues with the new adaptor. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID: 64002, serial# unknown, explanted: (B)(6) 2012, product type: adapter. (B)(4). Analysis of the adaptor, model 64002 2x4, found stimulation adaptor proximal end conector not completely seated in device connector port.